Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead tested normal through the analyzer, however after connecting to the device, the lv lead tested without parameters. The physician removed the lead and replaced with a new lv lead which once again tested normal through the analyzer. Upon connecting the new lv lead to the device, the lv lead was unable to pace, therefore, the physician elected to remove and replace the device, with no further issues. No patient complications have been reported as a result of this event.